Event description:
Reporter understood his pacemaker to be good for 5-6 years. After only three years and 3 months "it died". It was monitored on a regular basis by reporter's cardiologist. Reporter could barely breathe and went to the hospital emergency room. He was terribly scared and thought he was dying. St jude took over telectronics after they went out of business. MFR letter states: the device has been processed by MFR's quality assurance dept. Analysis performed by it's reliability dept found the device to exhibit no output or telemetry. The device was cut open and a discrepant crystal was isolated. MFR sincerely appreciated dr's cooperation in returning the device for analysis. MFR states this increases it's understanding of possible failure mechanisms so that appropriate actions can be implemented to prevent their recurrence.